Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: (B)(4): upon analysis, no anomalies were found.

Event description:
It was reported that during implant attempt, the lead was first attempted from the left side but when the lead would not pass, the attempt was made from the right side. At this point, noise was observed. Despite changing the programmer and cables, the noise remained, so the lead was not used. A second lead was attempted from the right side, and noise was seen again. While connected to an external pacemaker, there was no sensing. The lead was not used and was replaced. No patient complications have been reported as a result of this event.